Event description:
On (B)(6) 2025 the user reported that the ilet device began charging for approximately five seconds and then stopped, although the charging pad remained illuminated. The patient attempted to use an alternate power outlet without improvement. The user stated that it took over five hours for the battery to increase from 50% to 80%. A replacement ilet was arranged. No adverse health effects, symptoms, or blood glucose impact were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.